Manufacturer narrative:
(B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd phoenix¿ m50 automated microbiology system, there were inconsistent results for susceptibility. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: a complaint was reported for inconsistent susceptibility results on a phoenix m50 instrument. A bd field service engineer (fse) was dispatched to the customer site. The fse examined the temperature of the instrument, and power supply voltages. The fse also executed several service procedures including a light source adjustment, normalizer cv test, and filter panel test. All results were within normal range. The fse found no problem with the instrument. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No reports, logs, binary files or other samples were made available for the investigation; therefore no returned sample analysis was carried out. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review revealed no previous complaints for this issue. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirm there are no new or modified risks associated with this failure mode.

Event description:
It was reported that during use with the bd phoenix¿ m50 automated microbiology system, there were inconsistent results for susceptibility. There was no report of patient impact.